Manufacturer narrative:
Customer confirmed that they will not be returning unit: customer concluded through testing that device was malfunctioning due to unintended use conditions. Customer stated that when device is used according to labeling, the problem cannot be duplicated and they feel confident that the device is not in need of repair.

Event description:
Npb received information which suggests that a ks330 unit stopped cycling while in patient use. There was no patient injury.